Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair surgery after t1 was deployed, t2 fell off. T1 was removed from the patient and an backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
The t2 and a partial suture were returned separated from the device. The device cycled and advanced as designed. The device¿s needle tip is in good condition. The inner sheath is lightly puckered on the distal end which occurs with resistance. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. In addition, the suture was tangled around t2 lengthwise and tightened into the ¿v¿ end. This likely interfered with the normal cinch of the suture as intended. There is no manufacturing cause related to support ¿t2 fell out¿ complaint. From the device condition use error may have been a contributing factor.